Event description:
It was reported that the insulin pump was stuck on the prime/rewind loop while changing the infusion. Troubleshooting was performed. Advised to remove and reinstall the reservoir, and then the customer was able to prime. It was stated that the customer removed the infusion set and found that the cannula was bent, but the insulin pump did not alarm no delivery. The customer's glucose reading was 9.6 mmol/l and will treat with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.